Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient had experienced high blood glucose level event on 03 jun 2026. The blood glucose had been high for three to four hours and the patient was treated with bolus correction via pump.